Event description:
It was reported the patient had been having trouble with their implantable neurostimulator (ins) for the past two weeks and yesterday their patient programmer showed an elective replacement indicator (eri) and ¿telephone icon.¿ it was noted the patient had a loss of therapeutic effect. It was noted that since (B)(6) 2013 the patient had trembling in their right hand and right leg. It was further noted the patient had trouble getting up and down and walking. The reporter stated that these symptoms were better if they took sinemet, but sinemet only worked for an hour. The reporter further stated these symptoms were the reason they received their first ins and they were not present when the first ins was implanted. Additional information received reported the patient would likely be referred for replacement. It was noted the patient had an appointment with their healthcare professional this coming thursday. It was noted the patient saw the eri message on the programmer two days ago. Additional information received reported that impedances <(><<)>250 ohms were measured. It was noted the patient had their ins replaced about three weeks ago. It was further noted the patient had a short in the system. It was noted the patient was programmed to 0+, 1-, 2-. The reporter stated that a day after the procedure the patient had recurring tremor and they went to see their hcp. It was noted the ins was at 2.42 v and had an eri message. It was noted that impedances were checked and 0-1 were 30 ohms. It was further noted the patient was reprogrammed using 0+ and 2- and the patient got good tremor control. The reporter stated that impedances were ok after reprogramming. The reporter further stated they checked the ins a couple days later and the ins was at 2.87 v. It was noted the event occurred (B)(6) 2013 when the patient¿s tremors returned. Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional or manufacturing representative. It was noted the patient had an appointment on (B)(6) 2014. The reporter stated they were told the battery was improving since the drain was identified. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v230077, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v227370, implanted: (B)(6) 2009, product type lead. (B)(4).